Event description:
The customer pump was not pushing the insulin out. It was stated that the customer has been off the pump for three days. The reporter indicated that the customer is under a lot of stress. Also it was informed that the customer thinks the spring is broken and requested a replacement pump. It was denied that the pump was dropped, bumped, or exposed to moisture.